Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It reported to vyaire that the vela ventilator while on a patient is giving a constant alarm sound with no alarm banner on the display. The customer confirmed that there was no patient injury or harm associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated.